Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
--

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly as it was unknown when the device had reached a monitoring voltage of 2.65 v. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported. The device was returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this device had a battery monitoring voltage of 2.54 v after 46 months of implant. This device is part of the shortened replacement window advisory, originally communicated (B)(6), 2007. It was previously reported that the device had high left ventricular outputs programmed due to high left ventricular thresholds.